Event description:
The pt contacted provider and alleged that per their neurologist pt had severe nose nerve damaged from using the comfort classic mask. There has been no confirmation regarding this claim from the neurologist. Product was not returned for evaluation and homecare provider was unable to provide any further customer info about the event due to privacy laws. The customer has had this mask since february 2003. The provider has had several contacts with the customer since then and this is the first time the provider has heard any type of complaint from this customer. This is the first claim ever of this type. There have been no other reports of this nature.